Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
An end user reported an issue with a 14cm solero applicator. The applicator was successfully tested at 100watts for 20 seconds for a percutaneuous approach. The unit was set at 100watts, 20seconds. The first ablation was completed, and the applicator was withdrawn and then placed in the inferior of the lesion. The doctor started the ablation process at 120 watts and after 30 seconds he increased the power to 140watts. After 30 seconds into the ablation, it was noted there was no ablation signs under usg so he suspended the ablation. The applicator was pulled back for track ablation, but track ablation couldn't be completed. Once fully withdrawn from the patient, it was noted the tip of the applicator had detached and was retained in the patient's liver. It was determined to not remove the tip as it was considered to be more harmful to the patient. The procedure was completed with a new of the same device. The ablation size was 3cm and the total time of the procedure was 11.5 minutes.

Manufacturer narrative:
Received one (1) 19cm solero probe. The applicator was received with the ceramic tip detached from the distal end of the shaft assembly. The ceramic ferrule and center conductor is completely detached. The cartridge was connected to the lab solero generator along with the pump connected to the pump tubing. The pump was started and primed using water to test coolant flow, flow was observed to function normally. The tip was placed in water and power output set to 60 watts. The high reflected power message was produced. There were no signs of saline under the outer jacket of the cable. The pump functions normally as expected. The mcx and n type connections were visually inspected, the n type connector cavity and mcx did not indicate any issues visually. There are no known manufacturing defects found. This failure is the result of a thermal event, root cause of which could not be definitively determined. The customer's reported complaint description of the ceramic tip was fractured and detached is confirmed. This failure is the result of a thermal event, root cause of which could not be definitively determined. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: the directions for use (dfu) which is supplied to the user with the solero applicators contains the following statements: intended use/indications for use: the solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue during open, laparoscopic, or percutaneous procedures. Testing the device: prior to placing the device in the target tissue for ablation, place the tip of the device (including the black shaded zone of the shaft) in a container of sterile water or saline and activate the device at 100 watts for 10 seconds to ensure that the system is functional. Warning: do not initiate the procedure/anesthesia until the applicator has been connected, primed, and the generator status bar indicates "ready". Precautions: avoid placing lateral forces on the applicator tip during placement or removal. Always use the lowest power and shortest time necessary to achieve the targeted ablation. Each applicator may be used to ablate up to three separate areas of target tissue for each patient at the maximum power and time setting. Inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: do not bend the applicator as this may impair the function of the cooling system and may damage the microwave feed line inside the applicator. Warning: when using percutaneously the tip of the antenna may be used to puncture the skin at the point of insertion. Use the minimum force necessary to achieve this and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Operational instructions: inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached. Do not use the solero generator if it has been dropped or damaged. Warning: after each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).